Manufacturer narrative:
Device passed displacement test, self test, operating currents, off no power, unexpected restart error test, rewind, basic occlusion, occlusion, prime or compromised force sensor system alarm and excessive no delivery test. Device passed the delivery accuracy test. Motor passed motor test. No displacement anomaly noted during testing. Device received with minor scratched display window, cracked case at display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced the low blood glucose level. Customer's blood glucose value was 57 mg/dl at the time of the incident and customer¿s current blood glucose level was 228 mg/dl. Low blood glucose level of the customer was treated with the food. The customer declined troubleshooting. The customer alleges the insulin pump for over delivery. The insulin pump will not be returned for the analysis.